Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned and evaluated. During the evaluation, the user report was not confirmed. The unit was tested with an olympus video processor and multiple scopes, no b30 communication error was noted. However, damage was confirmed on the scope socket tab, as it was not protecting the socket pins. Additionally, damage was noted on the front panel, lens base, chassis, turret plate(deformed), and air tubing (corrosion). The device still had the old version main switch installed. The lamp had over 500+ hours on it, and was providing below specification light output. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear¿ properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ based on the results of the investigation, it is believed that the reported event was the result of a failed connection. If the user failed to properly connect the electrical contacts or if dust or liquid residue managed to get on those contacts, the unit would have displayed the b30 error message. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in to speak with olympus technical assistance center (tac) personnel and report their issue. During these calls, tac will typical attempt trouble-shooting options with customers; however, the customer noted that he did not have time to trouble-shoot. His colleague did confirm that this problem is only happening in one room, the same scope was used in another room and did not present an error message. Tac recommended swapping out the light source when the customer has time and calling back with their results. At this time the device is not scheduled for return. However, if additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The biomedical engineer reported that the evis exera iii xenon light source was presenting a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.